Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the elective implantable cardioverter defibrillator (ICD) changeout procedure, there appeared to be a lot of fibrotic tissue on the existing leads possibly contributing to limited slack in the leads. When the chronic right ventricular (rv) lead was advanced in the rv pace/sense port of the new ICD, high out of range impedances with noise was exhibited. Multiple attempts to advance the rv lead into the port resulted in the same results. A problem with the setscrew of the attempted ICD was suspected. The attempted ICD was removed and a new ICD was implanted. All chronic leads connected with good measurements. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.